Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures, a pt experienced severe glare and halos, particularly during nighttime. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause has not been identified. Additional info has been requested. (B)(4).